Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an total knee arthroplasty one month post implantation. Subsequently, the patient was revised due to locking bar backing out. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to locking bar backing out one month post implantation. Subsequently, the same locking bar was reimplanted. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Concomitant medical products : vgxp as e1 tib brg lm/rl 12x67; p/n: 195545, l/n: 510790, vgxp as e1 tib brg rm/ll 12x67; p/n: 195608, l/n: 757420. Complaint sample was evaluated and the reported event was not confirmed. The locking bar and bearing were returned back for investigation. Visual inspection of the returned locking bar showed wear (nicks and scratches). Dimensional analysis shows the locking bar is within the specifications. The sem report for the analysis of locking bar. The zrm states that even though the examined locking bar contact mark and deformation observations are consistent with the bars not being fully engaged with the tibial tray lugs, it cannot be determined with certainty whether the reported locking bar dissociations occurred due to improper insertions. A more definitive conclusion would require analysis of not just the locking bars, but also of the mating tibial trays as well as the implanted bearings. Analysis of the locking bar determined that the locking bar contact mark & deformation observations are consistent with the bar not being fully engaged with the tibial tray. DHR was reviewed and no discrepancies relevant to the reported event were found. A root cause cannot be confirmed with certainty whether the reported locking bar dissociation occurred due to improper insertion and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to locking bar backing out one month post implantation. Attempts to obtain additional information have been made; however, no more is available..